Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen became unresponsive and the customer could not interact with the pump. There was no impact to the customer's blood glucose level. It was indicated that injections would be used for alternate therapy.